Event description:
On (B)(6) 2010, a (B)(6) male patient underwent aaa repair. The proximal neck diameter was 29mm to 30mm. The procedure was conducted as labeled. The procedure consisted of placement of a zenith flex main body graft and two zenith flex iliac leg grafts. The final angiography confirmed a proximal type I endoleak. The leak got better after 3 times additional ballooning, but it was not gone completely. However, the physician determined that it would be gone after heparin was neutralized and decided to take a wait-and-see procedure. The patient's condition after the procedure is unknown.

Manufacturer narrative:
Patient outcome was not provided by reporter. Endoleaks are labeled in the IFU. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites. The IFU provides pre-procedure guidelines in regard to imaging and pre-implant determinants. It is possible that the leak is related to the sizing of the main body endograft. Per the zenith flex device planning and sizing worksheet, a 36mm graft diameter is recommended for 29-32mm diameter proximal necks. Other considerations that may have resulted in selecting a 32mm diameter device are unknown. At this time, there is no indication that a design or process induced failure of the device resulted in the reported endoleak. As with all endoleaks, it is important that the treating physician follow the patient's endoleak appropriately, and provide further treatment if the physician feels the patient is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.